Event description:
It was reported that the patient experienced fatigue due to inappropriate rate increase. It was noted that the pulse generator was programmed to abnormal settings. The device was reprogrammed. The patient was in stable condition and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.